Event description:
It was reported there was difficulty filling and aspirating the reservoir. It was reported the nurse practitioner (np) was able to aspirate the expected volume during a refill session but when she attempted to fill the 40 ml pump she was only able to get 30 ml in the pump. The np tried to aspirate the 30 ml but was unable. Locked reservoir valve procedure was reviewed. It was reported later the same day the np was still unable to aspirate and fill. It was also reported there were multiple attempts to access the refill port to ensure correct placement of the needle in the reservoir fill port. Fluoroscopy of the patient's pump was performed to examine the pump bellows and assess whether or not the reservoir was full or empty. Fluoroscopy was also used to assist in placing the needle into the reservoir fill port to ensure correct placement and to avoid pocket fill. It was attempted to inject 3 ml of preservative free saline into the pump fill port in an effort to force the valve to open and flush any possible drug precipitate. The np was unable to successfully unlock the pump valve so the patient was sent home with instructions to notify the clinic of any adverse reactions. It was believed the pump was in proper working order and it was agreed to reattempt unlocking the valve at the patient's next scheduled pump refill appointment on (B)(6) 2012. It was noted there was sufficient amount of drug in the pump to get the patient to her next refill without adjusting her current daily dose. The device system was used to deliver bupivacaine and dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).